Manufacturer narrative:
D10: concomitants: 2757566 02-010-01-0340 - logic femoral ps cem right sz 4, 2750094 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, and 2513706 200-02-38 - three peg patella 38mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. Approximately 8 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2022 due to pain. X-rays revealed nearly complete wear of the polyethylene insert. A CT of the right knee showed lucency and osteolysis around the tibial component and under the patella. Post-op diagnosis from the revision noted poly disease with aseptic loosening. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.